Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
During a routine follow up, it was reported to nevro that a patient had his device explanted due to a hematoma at the pocket site. The hematoma was drained and the patient was given oral antibiotics. The patient had recovered from the surgery and will be re-implanted at a future date.